Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the co2 was occluded on the vasoview 6 pro. A replacement device was used to complete the procedure. The hospital did not report any pt effects.